Manufacturer narrative:
Covidien cts reference # (B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
The customer reported a leakage at cuff distal and proximal, leakage appears after intubation. The customer confirmed that extubation and reintubation of a replacement tube was required. The customer confirmed the tube was pretested. Customer confirmed that the tube was replaced without further incident to the patient.